Event description:
I have been using complete moisture contact solution for a few months. I am now suffering from the 5th eye infection in 2 months. I began a job in an oral surgeon's office and thought that I was allergic to something. Liquid antibiotic eye drops have helped temporarily, but the eye infection keeps coming back. I even tried to take amoxicillin and was instantly throwing it up. I have no health insurance. What should I do now besides throw the complete moisture contact solution away? As of today, I have infections in both eyes. Dates of use: 2007. Diagnosis: contact lens wearer. Event reappeared after reintroduction: yes.